Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and found no leak coming from the 40 psi regulator. Calibrated the o2 sensor. Performed ventilator testing according to manufacturer specifications.

Manufacturer narrative:
(B)(4). Eval by the carefusion field service tech is anticipated but has not yet begun.

Event description:
The customer reported that as soon as the ventilator is hooked to high pressure o2 and turned on they hear a loud gas leak internally. No pt involvement.